Event description:
Healthcare professional reported staged nipple reconstruction. Healthcare professional later reported rupture confirmed with an MRI and exchange from textured to smooth implants due to the patients concerns with the product. This record is for the left side. Device remains implanted.